Event description:
Initiated ecp (extracorporeal photopheresis) treatment using cellex instrument procedural kit lot #a318/94. Kit had primed without incident prior to treatment. During treatment there were three #45 rbc pump alarms at wbp (whole blood processed) 367ml, 443ml, 479ml. Also noted that optic sensor reading on screen did not reflect position of rbc interface in centrifuge bowl; reading was too low, indicating that sensor was not working properly. After first alarm, stopped centrifuge bowl to mix & resettle rbcs and decr'd (decreased) collect rate to 25ml/min & resumed. Unable to clear alarms. Conferred w/ therakos technical support person, agreed w/ recommendation to select end treatment, return all blood products to patient, and reprime new kit on different cellex to perform ecp. This was done; patient tolerated well, remained asymptomatic w/ stable vital signs & no complaints. However, this did delay patient in treatment area for ~1 1/2 hour longer than originally expected.procedural kit was not sequestered as it was apparent that problem was instrument-related only. Kit sterility was not compromised. No labs were sent as all blood products in kit were returned to patient and hct (hematocrit) prior to ecp was 34.3%.

Event description:
Initiated ecp (extracorporeal photopheresis) treatment using cellex instrument procedural kit lot #a318/94. Kit had primed without incident prior to treatment. During treatment there were three #45 rbc pump alarms at wbp (whole blood processed) 367ml, 443ml, 479ml. Also noted that optic sensor reading on screen did not reflect position of rbc interface in centrifuge bowl; reading was too low, indicating that sensor was not working properly. After first alarm, stopped centrifuge bowl to mix & resettle rbcs and decr'd (decreased) collect rate to 25ml/min & resumed. Unable to clear alarms. Conferred w/ therakos technical support person, agreed w/ recommendation to select end treatment, return all blood products to patient, and reprime new kit on different cellex to perform ecp. This was done; patient tolerated well, remained asymptomatic w/ stable vital signs & no complaints. However, this did delay patient in treatment area for approx 1 1/2 hour longer than originally expected.procedural kit was not sequestered as it was apparent that problem was instrument-related only. Kit sterility was not compromised. No labs were sent as all blood products in kit were returned to patient and hct (hematocrit) prior to ecp was 34.3%.